Event description:
The patient nurse reported that the customer had a button/keypad unresponsive on the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient's nurse reported that the act button is really difficult to press and not able to troubleshoot. The customer insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded damage keypad traces. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.